Event description:
On (B)(6) 2010, the customer reported that the unit failed on battery power.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed on battery power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.